Event description:
It was reported by the field service technician that the laser console was overheating, and it would not cool down during the procedure. No error code was displayed. The laser console screen only displayed an alert message prompting that the fiber port was overheating and to try another fiber. The patient was present and under general anesthesia when the issue was noted. The case was not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.

Manufacturer narrative:
Investigation summary: based on the information available, boston scientific concludes that a field service engineer (fse) performed an on site evaluation of the device, but was unable to replicate the overheating allegation. Therefore, the cause that contributed to the reported overheating during the procedure cannot be established. Device history record (DHR): review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from boston scientific. Device technical analysis: the console was not returned for analysis. However, a field service engineer (fse) performed an on site evaluation of the console. Fse performed a visual examination of the fiber port contacts and found corrosion. The contact was cleaned. Fse proceeded to perform functional testing. The console was put through 180w, 120w, 80w firings for 2 hours. The testing conducted did not identify any overheating. Labeling review: a review of the greenlight xps laser system instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported by the field service technician that the laser console was overheating, and it would not cool down during the procedure. No error code was displayed. The laser console screen only displayed an alert message prompting that the fiber port was overheating and to try another fiber. The patient was present and under general anesthesia when the issue was noted. The case was not completed due to this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia.